Manufacturer narrative:
The reported event of unspecified capture issue was not confirmed. As received, a complete lead with a stylet and a clip-on-tool was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited a capture issue that resulted in patient fatigue and shortness of breath. The lead was explanted and successfully replaced. The patient was stable.